Event description:
A customer contacted baxter's technical service center to report an increased intraperitoneal volume (iipv) with the homechoice (hc) machine. The caregiver (cg) stated that the patient felt bloated after therapy had completed. The home patient (hp) manually drained approximately 3100ml. Hp's fill volume was 1800ml. The last fill volume was 1500ml. The technical service representative (tsr) will swap to have hc evaluated. During follow up with the cg, the cg advised that the patient tends to absorb some solution. The patient received another cycler the other day, which seems to be working very well. The cg also stated that the hc was draining out 85% previously and is now set to drain 90%. The nurse confirmed that the patient's largest prescribed fill volume is 1800ml. The nurse is not sure what may have caused the patient to drain 3100ml, however, she states it may have been positional. Additionally, the nurse states that the patient knows how to bypass so he may have bypassed a drain cycle. Furthermore, the patient resumed therapy without any medical intervention / patient injury.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered 10x60 stent was used during a procedure performed on (B)(6) 2010 (female patient over 18 years; weight unknown). According to the complainant, the physician had previously implanted two stents in this patient. A wallflex 10x60 had been implanted in the common bile duct and a wallflex uncovered 10x40 had been implanted in the hepatic portal region. The physician was attempting to implant another stent in the hepatic portal region. During this procedure, the physician was unable to reconstrain the stent to reposition it. The physician removed the stent from the patient and the procedure was completed with a wallflex partially covered 10x40 stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device for the reported malfunction of increased intra-peritoneal volume (iipv). The reported malfunction of iipv was not confirmed in the logs and not duplicated. The most probable cause was determined to be insufficient drain, false empty detect and last manual drain not used. The device will be sent to service area for servicing. The initial medwatch was submitted prior to receiving the results of evaluation. Based on the results of evaluation this event is no longer a reportable malfunction, therefore, the initial medwatch did not need to be sent.